Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic radical gastrectomy procedure, while being applied on the gastric tissue, the stapler was unable to fire, they were unable to squeeze the handle even when the green button was pressed. The reload was replaced, however, it had poor staple formation leading to an incomplete distal staple line. In order to resolve the issue, the surgeon hand sewn the staple line. A new device was used in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.